Event description:
Battery in nova biomedical glucose meter became hot enough to melt the back of the meter and the bottom of the docking station. Meter had been used to test a pt and brought back and placed in the docking station to download and charge. Approx 11 mins later one of the staff smelled smoke and found the equipment smoking.